Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and loose drive support cap. Troubleshooting for motor error alarm was performed. Customer advised during a bolus attempt they receive the motor error alarm. Customer advised they have received the alarm for 3 to 4 months now and now are unable to get any insulin. Customer advised the drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.